Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 14mm amplatzer septal occluder was successfully implanted in a patient using a 9f amplatzer, torqvue delivery system. Post deployment, during placement check by echocardiogram, the device was determined to have embolized and completely dislodged from the implanted site and was retrieved surgically. The implanter believe was the cause of embolization was due to inadequate aortic rim. The patient remain hemodynamically stable throughout the procedure. There was no clinically significant delay as the result of this event.

Manufacturer narrative:
An event of device embolization post implant was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. Possible causes of device migration or embolization include patient anatomy and choosing the incorrect size device. The physician believed that the cause of embolization was due to inadequate aortic rim which may contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.